Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that during a vasectomy procedure the needle detached from the thread.

Manufacturer narrative:
Samples received 1 open unit from customer and 36 unopened units from stock. Analysis and results: there are no previous complaints of this batch, of which (B)(4) units were manufactured and distributed in the market (except 36 units that were analysed). Received an open sample with the needle detached from the thread and the thread still wound on the pack. As there were units available in our stock, requested 36 units for analysis of the complaint. Tightness test to the closed samples received has been performed and the units are tight. Rotation test performed to the closed samples received, have noticed that the thread easily breaks next to the needle in all units. This is caused by too much thermal treatment in the thread ends, during the manufacturing process. Thread ends are thermally damaged and they break in the attachment area which lead to the needle detachment outcome. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of b. Braun surgical, the conclusion is that the complaint is justified. Corrective/preventive actions: we opened a CAPA in order to avoid these kinds of incidents ((B)(4)).